Event description:
The cvc was being flushed. The catheter had vancomycin instilled and 2mls was withdrawn. When 10mls of ns was flushed the catheter broke and blood and saline squirted out. Applied a hemostat to the catheter line to prevent further leaks. The patient required catheter replaced.